Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-04362. It was reported the patient underwent surgical intervention for an issue reported under MFR. Report#: 1627487-2018-01809 & MFR. Report#: 1627487-2018-01810. During the procedure, the patient experienced a cerebrospinal fluid leak when the doctor explanted her leads. Following the procedure, the patient was given pain medication to address any pain that's experienced.